Manufacturer narrative:
Investigation conclusion: the submitted system controller log file appeared to show the system operating as intended. The patient remains ongoing on vad support. Stroke and neurological dysfunction are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 22jan2019 stating that the patient is highly non-compliant and hadn¿t been to the clinic for follow up since (B)(6) 2018 prior to arriving to the hospital with a stroke. The date of admission for the stroke was (B)(6) 2018. It was a distal r mca territory stroke. The patient has historically never been compliant with anticoagulation. Prior to this stroke the patient was supposedly taking pradaxa and is now taking coumadin. The only test done was a CT scan. The patient was started on heparin and had left sided paralysis. Recovering in a rehab unit at this time and will discharge to a skilled nursing facility in the coming weeks. No further information was provided.

Manufacturer narrative:
Approximate age of device - 2 years. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that routine log files were being submitted on pt gp implanted on (B)(6) 2016 in omaha. The patient was admitted over the weekend with a stroke. Review of the log file by the manufacturers technical services representative showed no unusual events. No further information was provided.